Manufacturer narrative:
Investigation summary - bd received two (2) photos for investigation. The indicated failure mode for stopper coring was not observed in the customer photos. Additionally, ten retained samples underwent functional tests using deionized water, and no stopper coring was observed in these tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: coring. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes the non-patient needle cored the stopper causing foreign matter to fall into the sample of 7 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes the non patient needle cored the stopper causing foreign matter to fall into the sample of 7 tubes. No adverse impact was reported regarding the patient or user.